Event description:
It was reported that the catheter was difficult to remove. The patient was admitted to the hospital at 6:00am on (B)(6) 2022 with disturbance of consciousness, and an indwelling catheter was inserted per the doctor¿s order. At 10:00 am, the patient passed away and the nurse attempted to remove the catheter but was unable to withdraw sterile water from the balloon. The lateral lumen for water injection was cut, but after an hour, the catheter still could not be removed. Per clinical follow up information received via email from the regional complaint coordinator (rcc) on 09-may-2022, it was confirmed that the indwelling catheter was inserted due to the patient¿s admitting diagnosis. It is unknown how much sterile water was used to inflate the catheter balloon, and the nurse was unable to withdraw any sterile water or remove the catheter after the patient expired. The (B)(6) male passed away on (B)(6) 2022, but the cause of death was not provided. However, it was reported the patient¿s death was unrelated to the catheter device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.